Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. Force sensor error issue occurred. During the procedure, error 106 was displayed on the carto system. A second device was used to complete the operation. There was no adverse event reported on the patient. The force sensor error 106 was assessed as non reportable. Warning functioned as intended. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2023 there was reddish material inside the pebax and a hole on the surface of the tip area was observed. The hole on the surface of the tip area was assessed as MDR reportable for a hole on the pebax. The awareness date for this reportable lab finding was (B)(6) 2023.

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under p030031/s053. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. The bwi product analysis lab received the device for evaluation on (B)(6) 2023. The investigation was completed on (B)(6)2023. A picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, alert 106 "force catheter sensor error" was observed on carto3 screen. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed that there was a reddish material inside the pebax and a hole on the surface of the tip area. The device was connected to carto 3 system, and the device was visualized and recognized correctly; however, error 106 appeared on the system. The hole at the pebax could be related to the issue found and the issue reported by the customer. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. If the force problem persists, replace the catheter cable or the catheter. In order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system manufacturer's reference number: (B)(4).